Manufacturer narrative:
Batch review performed on 02 september 2020: lot 189415: (B)(4) items manufactured and released on 22-jan-2019. Expiration date: 2024-01-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 22 days after primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.